Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, cautery markings were noted on the pg casing and the set screws in both chambers were exercised to the stop limits without any discrepancies noted. A high resolution x-ray of the feedthru component found the ventricular tip feedthru wire was cracked and open. The header was inspected and manipulated without any obvious signs of flex. Based on the analysis results and the duration of the implant period, it was concluded when the device is stable in the body, the medical adhesive becomes more flexible, which may result in stress on the feedthru wires. It was noted in the high resolution photos, the most rigid wire within the header was fractured.

Event description:
Boston scientific received information that the patient presented to the physician's office with complaints of dizziness. Upon interrogation it was noted that the lead safety switch tripped for the right ventricular (rv) lead due to high out of range impedance measurements. Noise, elevated threshold measurements and loss of capture were also observed on the ventricular channel. The entire pacemaker system was explanted and a new single chamber system was implanted. It was also noted that the patient had been receiving radiation therapy for cancer of the throat for the last few months. No adverse patient effects were reported as a result of the explant procedure.